Event description:
It was reported that the device could not power on. There was no patient involvement. Analysis revealed that the device displayed "42221 error code" alarm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. A visual inspection noted that the device was used, not in its original packaging and was decontaminated. Functional testing and visual tests were conducted with the returned device. The customer problem was duplicated as the device was found to be displaying "42221" error code alarm message on power up during the investigation. The root cause of the problem was a defective microprocessor unit board. The service history review identified the device has not been in for service in the review period. As a result, the microprocessor unit board was replaced to correct the issue. The keypad, overlay, optical switch, optical bracket, usb ground plate and back label were also replaced.